Event description:
Customer reportedly received results of 1.9 inr, 1.6 inr and 2.4 inr within 1 hour on the coaguchek xs system. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. It is unknown exactly how many test strips were returned, and the investigating unit gave no indication that the returned lot was not the same as the alleged lot.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.